Manufacturer narrative:
Block b3: exact date unknown, event began in august 2025.

Event description:
It was reported that the patients implantable pulse generator (ipg) was charging frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was disposed of at the hospital.

Manufacturer narrative:
Block b3: exact date unknown, event began in august 2025. Investigation results: the ipg was not returned for analysis; therefore, a technical analysis could not be performed. The explanted device was discarded by the medical facility. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patients implantable pulse generator (ipg) was charging frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was disposed of at the hospital.